Event description:
"Caller alleged discrepant results compared with another meter. Results as follows:" date: (B)(6) 2012, inratio: 2.0, poc meter: 7.4. Time elapsed between each method of testing is unknown. Patients therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result with lab result provided by end-user at the time the complaint was filed: date: (B)(6) 2012, inratio: 2.0, reference: 7.4, mean: 4.7, confidence limits: 2.6-6.9. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy have failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in finger stick sample collection. In-house therapeutic donor testing has been performed on reported lot# 282860 on (B)(4) 2012. Results as follows: donor 1, inratio: 2.0, inratio: 1.9, inratio: 1.8, %cv: 5.26. Donor 2, 2.7, 2.7, 2.7, 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). No further action is required. This issue will continue to be tracked and trended. Corrective action not required at this time.